Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer found drawer 1.1 initially showed failures in med application and was not visible in hardware test application (hta). The fse replaced the pyxibus module controller (pmc) board and the drawer controller board to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed multiple times and also appeared to be a bus related issue. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.